Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller reported that the infusion device was not delivering basal insulin. The caller stated that the patient was "not fully awake" and was transported to the hospital by his parents. The type of treatment given in the hospital was unknown. The results from the hospital meter were also unknown. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.